Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the 90% stenosed mid right coronary artery. An unspecified stent was implanted. When the 3.5x15mm nc trek balloon dilatation catheter (bdc) was advanced, it was noted that the hypotube was separated into two pieces. The distal portion of the bdc was simply removed from the patient anatomy. Another same-sized nc trek bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.